Event description:
Revision surgery - due to the patient having an acromion fracture causing loosening of the head and shell. The surgeon removed and replaced with larger head and shell for increased stability along with plating the fracture.

Manufacturer narrative:
The reason for this revision surgery was the patient had an acromion fracture causing loosening of the head and shell. The length of in vivo service was 5.7 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 63 prior complaints reported against this part; summary of investigations: 1 for looseness, 24 for dislocation, 15 for infection, 11 for trauma. 9 for instability and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause of the fracture. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.